Event description:
It was reported that the asymptomatic patient presented in emergency room after receiving a vibratory notification for episodes of non-sustained ventricular oversensing. Review of the egms indicated possible myopotential oversensing. Oversensing was reproducible with deep breaths. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.